Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted multiple stent sheath kinks; thus preventing the shaft lumens from moving freely resulting in the reported physical resistance/sticking (tension releasing the 6.0x40mm absolute pro self-expanding stent) and the reported difficult/delayed activation/deployment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, there was a lot of tension releasing the 6.0x40mm absolute pro self expanding stent; however, the stent was successfully deployed in the target site. There was no reported adverse patient effects and no clinically significant delay. No additional information was provided.